Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three appropriate treatments and an inappropriate treatment. The device was started up at 18:02:11 on (B)(6) 2023. At 10:03:28 on (B)(6) 2023, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 10:04:08, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus rhythm @ 60 bpm. At 10:05:05, an arrhythmia was detected. ECG shows nsvt. At 10:06:04, the patient received the second appropriate treatment. Rhythm at the time of the treatment was vt @ 250 bpm. Post shock rhythm was nsvt transitioning to vt @ 260 bpm. At 10:06:42, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 10:07:13, the patient received the third appropriate treatment. Rhythm at the time of the treatment was vt @ 250 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm. At 10:09:06, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The electrode belt was disconnected at 11:29:51 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.